Manufacturer narrative:
Additional information received indicated that the customer has reverted to using another pump to manage diabetes and the blood glucose level was within the target range. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the cartridge, infusion set and site. The customer's blood glucose (bg) level was 400 mg/dl and insulin injections were used to address the bg level. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.